Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon during the preparation of laser the shutter was broken, and the laser pulsed shots to the stroma of the right eye and the patient was injured. Add'l info has been requested.